Event description:
The customer reported a power cycle during use. There was no pt involvement as this occurred during training.

Manufacturer narrative:
(B)(4). The customer reported a power cycle during use. There was no pt involvement as this occurred during training. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.